Event description:
I went to a cosmetologist/aesthetician on the above mentioned days to get a lip filler done [first time in my life]. She (B)(6) injected the gel [stylage m. Lidocaine] into my lips. After temporarily side effects such as swelling, bruising and tenderness were gone [one month later], I was feeling a sharp pain like small cuts in my lips and above. (B)(6) did not know why I experienced a pain and suggested to massage the lips [it did not help]. There was also an asymmetry in my upper lips - left was bigger than right. (B)(6) said nothing about it. I went to her again on (B)(6) 2026 to fix the defects/asymmetry [she used j. Ultra smile] and I had even more problems after the second time. Besides asymmetry and pain, I had several bumps above my upper lips. The gel was injected into wrong/incorrect places. I called (B)(6) to complain about these issues/defects and she did not provide any suggestions on how to fix it/what to do/to get it refunded and so on. Lastly, I found out later that (B)(6) was using a filler that is not approved for use as a dermal filler in USA - stylage m. Lidocaine. It is illegal. (B)(6). Pt-4577, 1754, 1994, 4573. Device-2682. Referenced reports-mw5186270.